Event description:
It was reported that an aseptico endo dtc possible caused a file to separate; outcome of the event is unk as of this report. It was also reported that the unit was not calibrated for the contra angle used.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report. Further info pertaining to this event, including evaluation results, will be submitted as it becomes available.